Manufacturer narrative:
Product #2 pi main [pi-2020-0162983-02] a patient had their leads explanted due to a suspected infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31100. It was reported that the patient was suspected of having an infection at the lead site. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to address the issue.